Manufacturer narrative:
This supplemental report was submitted to the results of the legal manufacturer¿s investigation. The device history records (DHR) was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. The repair inspection could not confirm the customer¿s reported issue of an image outage and an unclear picture. However, during testing the scope was found to produce varying colored image (purple/green colored) defect. The image problem was isolated to a defective/faulty charged coupled device (ccd) in the outer tube unit. The reported phenomenon is a known issue. Based on previous investigations, the defective charged coupled device unit can potentially be attributed to: unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer ¿c-holder to bumper sleeve. Unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. Pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, optimization of the bumper sleeve bonding and alteration of jigs. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The repair inspection confirmed could not confirmed the customer¿s reported issue, however, the scope produced a green colored image defect. The green image defect was isolated to a defective out tube unit. The inspection also observed the light fibers at the distal end is damaged. The heating function is not performing properly due to a defective/broken circuit (tesu) board. The welding of the (internal) insertion section is damaged and the video cable cover is cut. The investigation is in progress; therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer endoeye high-definition ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿picture drops out and unclear image¿ was found during inspection before use. No patient or procedure was involved. However, during the repair inspection, the scope produced a green colored image. This report is being submitted to capture the colored image defect.